Manufacturer narrative:
(B)(4). It is reported that a request for a surgical intervention to have the broken wire removed from the patient was mentioned in the complaint information. Additional information requested to follow-up on the removal of the broken wire. To date no additional information received. It is noted that there was no patient injury.

Event description:
The customer reports: the guide wire got stuck in the patient's tissue and broke off.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the guide wire got stuck in the patient's tissue and broke off.